Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was performed without incident on may 28,1997. Approximately eight months post procedure, the pt was reassessed for sysmptoms of vaginal discharge and pain. The protegen sling material was visible through the vaginal wall. The sling material was removed without incident on february 4, 1998. The pt is being monitored. No further information regarding circumstances surrounding this event is available. The device was destroyed by the user facility. Therefore, no failure analysis will be available. Follow up indicated user technique may have been a contributing factor. Co's directions for use outline as potential complications: "the following complications have been reported as consequences which may occur in urological implant procedures: urinary retention and infection.consequences specifically related to materials: pelvic sensitivities and tissue erosion."